Manufacturer narrative:
(B)(4). This complaint is generated for an additional finding found during investigation of a returned device. During the investigation numerous leaks were noted to the returned device; however one leak in particular is the root cause of the complaint. The iab bladder has a full thickness abrasion which allowed blood to enter the iab. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Blood in the helium pathway is confirmed. The additional leaks noted potentially occurred upon device removal. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required. Other remarks: report associated with tc # (B)(4).

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of complaint (B)(4). During the investigation of the initial complaint, blood was found on the interior of the bladder.

Manufacturer narrative:
(B)(4).

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of complaint (B)(4). During the investigation of the initial complaint, blood was found on the interior of the bladder.